Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment in a ventral incisional hernia repair. After implant, the patient experienced adhesions and hernia recurrence. Post-operative treatment included an incisional hernia repair and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh laparoscopic. He had revision surgery 2 years and 2 months post-surgery. The patient underwent an incisional hernia with mesh open. The patient experienced adhesions; mesh removal; recurrence